Event description:
The pt heard an alarm over the past couple months. The pt therapy manager showed a critical alarm. The pt reported experienced swelling of the cerebrum. No other symptoms were reported. Three days later, the pt was seen in clinic for a refill visit. Several motor stalls and recoveries were noted in the pump logs. The stalls had occurred while the pt was in bed and in the shower. The hcp did not indentify environmental factors that would cause a motor stall. The pt had a magnetic resonance imaging the previous month, but the pump logs did not go back that far. The device system was used to delivery dilaudid. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information, the patient had heard the intermittent alarm over that last 4 months, but nothing was noted on the pump logs in november 2008, the patient was having unspecified issues with his personal therapy manager (ptm) and was instructed to follow-up with his healthcare professional (hcp). When the pump was interrogated, the multiple motor stalls were noted; approximately 3 times per day, 5-20 minutes in length, with no environmental reason for the stalls the pump and catheter were replaced. The catheter was replaced because they were unable to aspirate three days before the replacement, the patient experienced withdrawal. The patient recovered without sequela. The pump was used to deliver dilaudid (25 mg/ml) and prialt (.5 mcg/ml) at a rate of 12 mg/day.

Manufacturer narrative:
(B)(4). Evaluation results: the motor was stalled in analysis. The pump tube had tube set from the rollers indicated it had been staled a significant amount of time. A hole was found in the pump tube that was caused by 2 small pieces of metal embedded in the tubing. Analysis indicated the foreign material was related to the manufacturing process. A great deal of moisture was seen in the motor and pump head compartments. Wear was found on the upper and lower shafts of the rotor magnet. All gears were greatly discolored.

Event description:
The patient experienced narcotic withdrawal symptoms including headache, nausea, and anxiety associated with the event. The patient was doing well at lower dosages. The hcp reported the patient outcome as a non-serious injury/illness. There was no sequela after pump and catheter replacement. The pump was used to deliver dilaudid and prialt.